Event description:
It was reported that this pacemaker exhibited a red call doctor icon due to a low out of range right ventricular (rv) lead impedance alert below 200 ohms. This pacemaker system remains in service. No adverse patient effects were reported.